Manufacturer narrative:
Investigation is in process, but not yet complete.

Event description:
It was reported that during the use of the device for an extracorporeal membrane oxygenation (ECMO) procedure, the monitor displayed inaccurate readings for saturation venous oxygen (svo2). The readings were high as compared to actual laboratory readings. As a result, an alternate device was employed. The ECMO procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.